Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was protrusion on the sterile package due to impact of the stem during distribution. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the cavity confirms there is a protrusion mark but it did not break through the sterile barrier. Inspection of the inner sealed packages of each box shows that one package has lost its vacuum and the other package was still vacuum sealed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.